Event description:
It was reported that on remote transmission a high number of short interval counts (sic) was noted on the rv lead. Double counting of p and r waves was seen when the device was checked. The double counting was eliminated by reprogramming the ventricular sensing and raising the atrial sensitivity. The right atrial (ra) and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 693558 implantable tachy lead: (B)(6) 2011, d274drg implantable cardioverter defibrillator (ICD) (B)(6) 2011. (B)(4).